Event description:
During surgery the plate broke when surgeon tried to bend it. Surgeon then used an identical plate to complete the procedure.

Manufacturer narrative:
Investigation in progress, but not yet complete.